Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported viap phone call that the top of reservoir broke off near the reservoir compartment. The customer reported that the connector at end of tubing that connects to reservoir broke the top part of her reservoir. The customer's high blood glucose was 14.1 mmol/l. Troubleshooting was performed. The customer reported that the reservoir not locking in place. The customer was advised to replaced out the insulin pump. The product is not expected to return for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window, cracked keypad at select button, keypad overlay texture damage, broken reservoir tube lip, missing reservoir tube o-ring and missing retainer. Unable to perform displacement test or lock reservoir in place due to missing retainer.